Event description:
During preparation for a surgery, the leg sections on the table broke off and the pt fell off the table. No injury reported. MFR ref # (B)(4). Importer ref # (B)(4).

Manufacturer narrative:
A maquet authorized service tech went to the site and inspected the table. While on site, the hospital's 3rd party service provider stated that he believed the leg sections were damaged prior to incident due to operator error. This is consistent with maquet findings. Load testing of the table has demonstrated that the weight of the pt alone was not sufficient to have facilitated the break of the leg section of the table. The table has been tested in this configuration with four times the permissible load (permissible load is up to 360kg) with no issues. Maquet believes for this break to have occurred, the table legs needed to be set against either the floor or the table's base cover and then an operator would have to activate the table's trendelenburg, let up or height function. If done several times, this can crack the support. Maquet service found damage to the table based consistent with this conclusion. The MFR has been able to duplicate this event with internal testing. Had the table been properly maintained, any fatigue cracking could have been noticed and addressed prior to use. Maquet has been informed that the required service was completed by the hospital's 3rd party service provider. The customer will be advised to review staff training with respect to proper usage and pre-utilization inspections. Maquet inc submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Exemption # (B)(4).